Event description:
Info received that the pt left intermediate siderail will not stay up, no injury reported.

Manufacturer narrative:
Technician found that the pt left intermediate siderail will not stay up, found release lever on left intermediate siderail sticks when you release latch, lubricated latch to resolve this problem.